Manufacturer narrative:
After battery installation, the lcd screen did not display anything. After taking the electronic boards out and inserting them into another unit, the lcd screen did display the medtronic logo and the rest of the bootup sequence. The blank display anomaly is probably due to an intermittent contact between the battery compartment and the battery when the battery cap is tightened. Unable to perform the displacement test due to the blank display. The left belt clip rail broke off. In addition the middle (enter) keypad button is cracked.

Event description:
The customer reported via phone call that the insulin pump was damaged. The customer's blood glucose level was 87 mg/dl. The customer reported that the belt clip rail was broken. Customer was advised that the insulin pump will need to be replaced. The customer was advised to disconnect from the insulin pump and revert to the backup plan. The insulin pump will be returned for analysis.